Event description:
It was reported in an abstract that a study comprised of 57 patients and 59 vertebral bodies (15 men and 42 women)with vertebral body compression fractures due to osteoporosis was conducted and bkp with high cement volume was performed. Their mean age was 79 years (range: 65~97 years). Mean follow up period was 14 weeks (range: 2~26 weeks). Every patient had some kind of conservative treatment preoperatively. Mean duration of starting the nonsurgical treatment to be performed bkp was 4.7 months (range: 1~12 months). Fractured vertebral bodies were seen around thoracolumbar junction (th9:2 cases, th10:1 case, th11:5 cases, th12: 17cases, l1:17 cases, l2:11 cases, l3: 3 cases, l4:2 cases, and l5: 1 case).the maximum inflation volume of the 15ml balloons used was 4ml, so that a maximum of 4.5ml of cement could be injected on each side (up to 9ml total). It was reported that migration of a cement bolus occurred in 2 cases. Both cases had aggravation of lumbar back pain associated with instability, according to the report. Reconstruction of the vertebral bodies and removal of the cement bolus by posterior approach was necessary. The type of cement used was not specified in the abstract.

Manufacturer narrative:
Literature citation: masato anno, shigeo sano, jiro mrii. "Clinicalresults of balloon kyphoplasty using high cement volume". (B)(6). (B)(4).